Manufacturer narrative:
Additional information provided on 11-jul-2025. Update to section b5 - describe event or problem. Update to section h6 - adverse event problem health effect - clinical code.

Event description:
Patient's healthcare provider (hcp) reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient was nauseous and not feeling well. The doctor removed the pod when the patient arrived to the hospital. The patient was not allowed to eat until being admitted for 4 hours. Patient received fluids and insulin intravenously and received anti-nausea pills, tramadol, nachtprocent, and paracetamol for treatment. On the second day of admittance, a new pod was applied. Patient was discharged after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient's healthcare provider (hcp) reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Specific blood glucose levels were not provided. Hospital staff advised the patient to remove the pod. Hospital staff confirmed the cannula appeared normal. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.